Event description:
It was reported that the patient has a history of brugada syndrome and arrhythmogenic right ventricular cardiomyopathy. The patient received an inappropriate shock. It was reported that this patient's system may have migrated status post implant but it was not confirm if this resulted in the inappropriate shock. At this time there are decreased amplitudes on all vectors and there are no stable vectors. The field representative has not provided information on the resolution for this patient. No additional adverse events were reported.